Event description:
The customer reported to olympus, the duodenovideoscope had a color tone image problem, during preparation for use. Upon inspection of the customer¿s returned device it was noted, dirt was found around the forceps raiser. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation it was observed, the device failed air leak inspection, dirt was found around the forceps raiser, adhesive deterioration, separation was noted on the thread-wound sections, the bending cover had scratched, the light guide (lg) bundle was broken, and connecting tube had a sharp cut and dirt deposition inside it. It was also noted the device failed the following inspection, image inspection, scope cable connection, light guide appearance and appearance of the plastic distal end cover. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating, the intended procedure in this event was a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure and it was completed with a similar device with no delay or consequence to the patient. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue regarding adhesion of foreign material to forceps elevator and around was confirmed. It was noted, investigation could not identify what the foreign material was. Olympus will continue to monitor the field performance of this device.